Event description:
Reporter alleged the lancet needle would not retract back into the device and was sticking outside of the lancet drum. Customer stated she and her daughter accidentally stuck themselves, however, were improperly pressing the device plunger in the process of using the lancet. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.